Event description:
It was reported that the pt was taken to the ER due to a pump pocket infection and dehiscence. The device was explanted. Per the reporter, "abscess grew mrsa". Add'l info has been requested from the hcp, but was not available as of the date of this report.